Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that the ar-3671 implant would not seat, it was pulling out of the site. They completed the case with a 4.5 screw. The case was a gluteus medius (hip abduction repair), patient is a 62 female.